Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-50e, lot # mkt21n, description: trident psl ha cluster 50mm; cat # 626-00-42e, lot # 38574902, description: modular dual mobility insert; cat # 6260-9-028, lot # 37920606, description: 28mm -4 lfit v40 head; cat # 6020-0030, lot # 37015304, description: accolade tmzf hip stem #0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient was revised on a right hip due to pain. Surgeon took out cup, liner, mdm ball and liner.